Event description:
Information received indicated the bed had no head up function. No alleged injuries.

Manufacturer narrative:
Technician found the bed had no head up function. Replaced the head up valve to resolve this issue.